Event description:
The hemostatic valve failed and there was significant blood loss through the valve. Add'l info has been requested but not yet provided.

Manufacturer narrative:
(B)(4): valve leaks are not specifically addressed in the IFU. Event evaluation: still under investigation.